Event description:
Reportedly, during the implant of the subject lead and the associated ICD paradym dr 8550 (serial number (B)(4); MDR: 1000165971-2012-00233), the physician observed inconsistencies between the r-wave measurements performed with pace system analyzer and the r-wave values measured by the ICD, although a egm's normal shape and scale observed on egm screen. This behavior was still present also after several tests and after lead and ICD replacement. The subject lead and the associated ICD were returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.